Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask during therapy. Peritonitis was manifested by cloudy fluid. On the same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin (intraperitoneal (ip), 1 gram in first bag, unspecified dose in subsequent bags, every 4 days for 14 days) and injection magnova (ip, 1 gram in first bag, 500 milligrams in subsequent bags, 14 days, frequency not reported). Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Action taken with extraneal therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.